Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and failed due to a contaminated usb connector from moisture damage. The receiver failed to charge and reboot due to the receiver not having power. The receiver case was opened, the internal inspection failed with an activated moisture detection sticker. Functional testing and receiver download were unable to be performed due to moisture damage. Confirmation of the allegation and a root cause could not be determined.